Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer was found deceased in his home. The caller stated that the cause of death was acute congestive heart failure and, the autopsy report stated diabetes as a contributing factor. The caller stated that the customer's death was unexpected and there were no preceding illnesses. The caller did not know the customer's blood glucose at the time of passing. At the time of the phone call, the caller stated that they do not have the customer's insulin pump with them. The caller stated that the customer was wearing the insulin pump at the time of death. The caller stated that the customer did not use sensors. The caller agreed returning the insulin pump for analysis. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
The pump was received with an (B)(6) alkaline battery installed. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 82.800u. On (B)(6) 2016 daily insulin total = 109.350u. On (B)(6) 2016 daily insulin total = 109.000u. On (B)(6) 2016 daily insulin total = 88.600u. On (B)(6) 2016 daily insulin total = 93.100u. On (B)(6) 2016 daily insulin total = 48.000u. On (B)(6) 2016 daily insulin total = 48.000u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.